Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 10 jan 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the lens was returned cut in pieces, which is consistent with a lens that was handled during explant. No defects related to or could contribute to visual issues were observed. Based on the condition of the returned lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date : unknown as exact date was not provided. Best estimate date is (B)(6) 2021. Explant date : unknown as exact date was not provided. Best estimate date is (B)(6) 2021. (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced dysphotopsia and discomfort with their visual acuity following intraocular lens (iol) implant surgery. Both eyes were implanted with iol model zfr00v. The lens in the left (os) eye had 24 diopter (d) power and the right (od) had 24.5d. Account indicated that the patient's distance visual acuity dropped to decimal 0.5 and the patient complained that their eyes were blurry. The doctor proceeded to explanting the iols. Upon examining the lenses, the doctor provided that there was an error in iol targeting as the iol diopter did not fit. The doctor chose the same model lens with different diopter power as replacement iols: os 22.5d and od 23.5d. No further information available. This is report 1 of 2 for the left eye.